Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between the device and the reported cardiac arrhythmia and patient conditions could not be conclusively established through this investigation. The event was not device related, and a reason for the atrial fibrillation was not identified. The controller event log file captured transient pulsatility index (pi) events throughout the log file, resulting in momentary decreases in speed per design. The calculated average flow was captured lower than average on (B)(6) 2023; however, it did not fall below the low flow alarm threshold of 2.0 liters per minute (lpm). The pump appeared to function as intended. The remaining log files captured the pump operating as expected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1, ¿introduction,¿ addresses all pump parameters, including pi. Section 4, ¿system monitor,¿ states that, ¿if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. If the low speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. There are no audible alarms with a pi event. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was feeling progressively worse starting on (B)(6) 2022. The patient reported dyspnea with any activity, frequent episodes of dizziness, edema, and extreme fatigue. The patient presented to the clinic on (B)(6) 2022 for assessment and was found to be in atrial fibrillation. Upon interrogation of his left ventricular assist device (lvad), frequent speed drops and lower flows than normal were found. The patient did not have a history of arrhythmia prior to the lvad. The arrhythmia was not thought to be device related. The patient was scheduled for a direct current cardioversion, but was found to be in normal sinus rhythm upon arrival to the hospital. Torsemide was increased for three days. The patient felt that their symptoms improved. The patient was started on 200 mg of amiodarone daily.